Event description:
On 7/29/24 a beta bionics clinical support specialist (css) was made aware that an ilet user experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on (B)(6) 2024. The css reported the user experienced a hypoglycemic event on (B)(6) 2024 around 700pm-800pm. The user required family assistance to help them treat the low bg. On (B)(6) 2024 a beta bionics customer care agent followed up with the user about the event. The user did not remember their bg reading, but stated it was lower than 40 mg/dl. The user stated their son was able to sit them up and give juice. The user stated they get sleepy when bg is low and does not believe they lost consciousness. The user also stated they fast at night and does not eat much in general which may cause their lower bg. This is the second of two low bg events reported for this user. This medwatch report details the low bg event on (B)(6) 2024. A medwatch report detailing the first low bg event on (B)(6) 2024 is submitted on MFR report #: 3019004087-2024-00367.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. Prior to the hypoglycemic event, the user's cgm glucose was above range for ~7.5 hours. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was possibly caused by increased correction insulin dosing delivered during the prolonged period of hyperglycemia that preceded the hypoglycemic event.